Manufacturer narrative:
Health impact and evaluation codes: updated. No product was returned therefore device analysis could not be performed. A device history report (DHR) review could not be completed because the DHR is at the supplier. If the product is returned, the complaint will be re-opened for further investigation.

Event description:
It was reported that upon opening, the arm drape was missing from the power wand kit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.